Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware (implant and screw) was removed on (B)(6) 2026 due to irritation from prominent hardware. Additional information indicates the patient's bones were partially fused/healed, the lateral aspect of the bones had not yet fused. The surgeon did not address the dmaa (distal metatarsal articular angle) enough, which caused the capital fragment to lean laterally, making the implant more prominent. The patient was also walking more than prescribed. After a long walk is when the hardware irritation was more pronounced. No devices were returned for evaluation. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event is operator technique with patient non-compliance also contributing to what was reported. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, hardware (implant and screw) was removed on (B)(6) 2026 due to irritation from prominent hardware. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.